Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a low blood glucose (bg) level of 43 (mg/dl). Reportedly, customer is new to tandem pump therapy, and the customer's health care provider (hcp) has been adjusting the basal insulin rates to find the best settings for the customer. Customer experienced a bg level in the 70's (mg/dl) that the contact believed was due to the basal insulin rates being programmed too high. Contact stated that they then attempted to adjust the basal insulin rates from 0.15 u/hr to 0.11 u/hr; however, they accidentally programmed the rate for 11.0 u/hr. Contact realized the mistake 5 minutes later and adjusted the rate to 0.1 u/hr. Customer was taken to the hospital where they were treated with glucagon and food, and released later that day. During review of pump data, contact stated that they believed that the pump was over delivering insulin because the history showed that the pump administered a total of 2.1 units of basal insulin. Tandem technical support reviewed pump data and confirmed that this was the correct amount of basal insulin delivered, and explained the calculations of the basal rate based on all of the adjustments made to the rate for the day.